Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming and rebooting (inop) unexpectedly was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable had evidence of a slipped crimp. Ventec replaced the ift cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Based on the information available, the investigation determined that it's reasonable to conclude that the likely cause of the reported issue was the ift cable, which had evidence of a slipped crimp. A slipped crimp on the ift cable can result in an insufficient connection, having the same impact as if the cable was not fully seated to the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device alarmed and rebooted unexpectedly. This condition could result the device in being inoperative. There was no patient involvement associated with the reported event.